Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor needle was broke. The customer¿s blood glucose was 112 mg/dl. Customer stated it was happened when they changed the sensor. Customer stated that it was stuck on the adhesive. Customer was not reporting that the sensor or introducer needle fractured while in the body. The sensor will not be returned for analysis.